Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced force issues. The procedure was completed without patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found reddish material under the pebax and a hole in it. This finding is reportable because loss of integrity on the pebax could potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) as lot #: 17043804m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and experienced force issues. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material similar to human blood was found in the pebax. Further examination revealed that there was a hole. It remains unknown the origin of it since all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. Then per the reported event, the catheter was evaluated for carto 3 and coil disconnection tester and catheter failed both. Catheter was then dissected and it was confirmed that there was an internal failure in the force sensor the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address the pebax issues on smart touch.